Manufacturer narrative:
No service on the ventilator was requested. The healthcare facility reportedly examined the ventilator, which passed pre-use check. No anomalies were found, and no parts were replaced. The ventilator logs were provided for review. The alarms for high peep, high respiratory rate, volume delivery restricted and other alarms such as expiratory minute volume low as found in the event log are indicative of a too high expiratory resistance. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to a higher peep value than the pre-set and alarms are generated. The alarm for volume delivery restricted is generated when the set volume is not attained, due to imposed restriction of the set airway pressure alarm limit. This can be experienced as no gas flow is delivered thus generating the alarm expiratory minute volume low. The alarm generation is most likely caused by an oversaturated bacteria filter on the expiratory side of the ventilator. The bacteria filter used was of another brand. According to the test log, successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The exact root cause of the reported event has not been determined but most probably it was an occluded bacterial filter. There is no indication of a technical failure in the ventilator at the time for the event. H3 other text: 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for high peep, high respiratory rate and low expiratory minute volume. There was no patient harm. Manufacturer's ref #: (B)(4).